Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 501 mg/dl and in range 571 mg/dl to 409 mg/dl. Customer stated that continuous glucose monitoring was not working day of the high blood glucose occurred and went back on continuous glucose monitoring to control high blood glucose and will contact doctor on automode and her settings. Customer stated they bolus for a correction. The insulin pump will not be returned for analysis.